Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump was emitting an alarm, but had no alarm details on the display screen. The reporter stated that when reviewing the pump, it is noted that the pump is not primed. Animas customer support made several attempts for follow up with the reporter but was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged alarm without display message issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.